Event description:
The reporter stated that rptr did meter to hcp meter comparison tests, within 10 minutes, using the same finger stick. Rptr's meter reading was 117mg/dl, hcp meter (type unknown) result was 220mg/dl. Rptr did not have any symptoms. A control test was high, 135 (88-133). On follow up, the test results reported initially were revised and confirmed as above info by reporter. No harm was alleged.